Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.0/1.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and on (B)(6) 2022 the lens was exchanged with a longer length lens and the problem resolved. The cause of the event was reported as unknown.